Event description:
It was reported by customer's friend that the customer is deceased. Customer's friend stated the caused of death is unknown. She stated the customer had been drinking alcohol and had a diabetic seizure. Customer's friend stated its unknown how long the patient was off the insulin pump, due to not knowing if customer was even wearing insulin pump at the time of her death. The blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.